Manufacturer narrative:
This was reported to us through legal. No additional information is available at this time.

Event description:
It is reported by the pt that she "underwent total right hip replacement surgery in 2004, and her hip began to pop constantly." She further reported that, "three weeks ago the cup shattered and she was recently revised."